Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customer's passing from the attorney of the family. The information received on 01/06/2016 stated the following- reporter alleges that the customer passed away while using a medtronic insulin pump. The date of death was not provided.